Event description:
It was reported that during post-op follow-up, decreased pacing impedance and increased capture were observed. A CT scan confirmed a perforation. The lead was repositioned succesfully. The patient is stable after the procedure.

Manufacturer narrative:
No medwatch form was received.